Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿use of punctured pads or pad lines¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient line was open and there was no flow rate in the arctic sun device. It stated that the patient had been on therapy for a while, all lines were straight and all 4 pads were connected. Fluid delivery line was seated well. Mss walked regional nurse through stop, drain, disconnect and reconnect of pads. Also stated that the therapy started, flow rate went from 1.2 l/m to no flow and alerting patient line open. Diagnostics showed outlet monitor temperature 7.1 c, outlet control temperature 7 c, inlet temperature 21.3 c, chiller temperature 5.3 c, inlet pressure -1psi, circulation pump 100 percentage, mixing pump 0 percentage, system hours were 6714.4, and pump hours were 5957.4. Nurse would swap out 1st device and send to biomed. Regional nurse had alert for temperature probe out of range (cable rec) and patient was not getting to target. Mss addressed temperature probe alert. Temperature in cable was in outlet control temperature. Nurse changed to outlet monitor temperature and there was no more alert. Patient temperature was 39.0 c and target temperature was 37 c in normothermia therapy mode. There were 4 large pads in place on 110 kg patient. The covid positive patient was placed prone after therapy was initiated. This was the 2nd device (wo) in use, the first gave an alert 01/02, the user did not call the helpline. System diagnostics showed flow rate 1.3, outlet monitor temperature 9.6, outlet control temperature 9.8, inlet temperature 19.7, chiller temperature 5.8, inlet pressure -8.9 psi, circulation pump 100 percentage, mixing pump 100 percentage, water level 5, system hours were 5851, pump hours were 5289. Regional nurse stated that torso pads did not feel cold, but thigh pads did. The user ran diagnostics with each pad and found the left torso pad to be suspect. When ran with only the three other pads the flow rate was 1.8 lpm, inlet pressure was -7.2psi, with no alerts. Mss advised nurse to save the suspect pad and give to their manager. Also, to replace the l torso pad with either one or two universals, or another l torso pad. Mss advised nurse to call back with any additional issues and reminded nurse that pressure points from patient position could be an issue (valves on arctic gel pads), and reminded regional nurse to do diligent skin checks in those areas per hospital protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient line was open and there was no flow rate in the arctic sun device. It stated that the patient had been on therapy for a while, all lines were straight and all 4 pads were connected. Fluid delivery line was seated well. Mss walked regional nurse through stop, drain, disconnect and reconnect of pads. Also stated that the therapy started, flow rate went from 1.2 l/m to no flow and alerting patient line open. Diagnostics showed outlet monitor temperature 7.1 c, outlet control temperature 7 c, inlet temperature 21.3 c, chiller temperature 5.3 c, inlet pressure -1psi, circulation pump 100 percentage, mixing pump 0 percentage, system hours were 6714.4, and pump hours were 5957.4. Nurse would swap out 1st device and send to biomed. Regional nurse had alert for temperature probe out of range (cable rec) and patient was not getting to target. Mss addressed temperature probe alert. Temperature in cable was in outlet control temperature. Nurse changed to outlet monitor temperature and there was no more alert. Patient temperature was 39.0 c and target temperature was 37 c in normothermia therapy mode. There were 4 large pads in place on (B)(6) kg patient. The covid positive patient was placed prone after therapy was initiated. This was the 2nd device (wo) in use, the first gave an alert 01/02, the user did not call the helpline. System diagnostics showed flow rate 1.3, outlet monitor temperature 9.6, outlet control temperature 9.8, inlet temperature 19.7, chiller temperature 5.8, inlet pressure -8.9 psi, circulation pump 100 percentage, mixing pump 100 percentage, water level 5, system hours were 5851, pump hours were 5289. Regional nurse stated that torso pads did not feel cold, but thigh pads did. The user ran diagnostics with each pad and found the left torso pad to be suspect. When ran with only the three other pads the flow rate was 1.8 lpm, inlet pressure was -7.2psi, with no alerts. Mss advised nurse to save the suspect pad and give to their manager. Also, to replace the l torso pad with either one or two universals, or another l torso pad. Mss advised nurse to call back with any additional issues and reminded nurse that pressure points from patient position could be an issue (valves on arctic gel pads), and reminded regional nurse to do diligent skin checks in those areas per hospital protocol.